Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of carrier retraction problem. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding.

Event description:
It was reported that a capio slim device was used for a sacrospinous ligament fixation procedure for a vaginal prolapse repair. During the procedure, the device did not retract and was extremely stiff. A second device was opened and showed the same issue, so neither device was used during the procedure. The user declined further devices due to concern about repeated issues. Despite the device issue, the procedure was completed using an alternative surgical method, which required more extensive dissection and resulted in a prolonged procedure with higher-than-average blood loss, and the patient remains under follow-up. Note: this manufacturer report pertains to the first of two devices used during the procedure.